Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field r-wave oversensing during atrial tachy response (atr) episodes. The crt-d system remains in service. No adverse patient effects were reported.